Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was difficulty advancing the contralateral limb. The limb was successfully deployed, but the proximal end was approximately 1.5 cm below the contralateral gate marker resulting in inadequate overlap. The physician elected to implant another manufacturer¿s 10x38 covered stent on the left side to correct the issue. The final angiogram showed no evidence of an endoleak. The physician commented that the issue was caused by calcium compressing the proximal stent rings at the top of the gate by the flow divider. The patient was discharged home the day after implant. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: stent graft misplacement. Calcium compressing the proximal stent rings at the top of the gate by the flow divider. Conclusions: stent graft misplacement. Calcium compressing the proximal stent rings at the top of the gate by the flow divider.